Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked while infusing etoposide. The adult patient reported the tubing disconnected by the filter and leaked. Tubing was replaced and there was no harm to the patient.